Manufacturer narrative:
H6: added component code 515.

Manufacturer narrative:
As gore could not determine which gore® tag® thoracic endoprosthesis may have contributed to the reported event, an additional component (tg3115/ 06394829) will be included on this report. (B)(4). The devices remain implanted and, therefore, were not available for direct analysis by gore. Results pending review of manufacturing records. It should be noted the gore® tag® thoracic endoprosthesis instructions for use state ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoleak and aortic rupture.¿

Event description:
On (B)(6) 2008, the patient underwent total aortic arch replacement with elephant trunk technique to treat a thoracic aortic aneurysm. A coronary artery bypass grafting (right coronary artery - saphenous vein graft) was also performed. On (B)(6) 2008, the patient underwent endovascular treatment of a remaining descending thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses. A 28mm x 15cm endoprosthesis was implanted proximally, then two 31mm x 15cm devices were implanted distally. At this treatment, the following patient history was reported: pulmonary hypertension, old myocardial infarction, hypertension, cr value of 2.1, thoracic aneurysm diameter of 59 x 68 mm, and a history of percutaneous coronary intervention. On (B)(6) 2021, the patient reportedly presented to the facility with chest pain and was examined. A ruptured thoracic aortic aneurysm was reportedly observed and an emergency endovascular treatment was performed. During the procedure, an angiograph reportedly revealed a possible type iiib endoleak in the area of connection between the two 31mm gore® tag® devices. According to the physician, the endoleak appeared to flow as if from a hole in the graft material. An additional non-gore manufactured stent graft was implanted to cover both 31mm gore® tag® devices. A final procedural angiograph revealed no endoleak. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. H6: code 3221 - the devices remain implanted and, therefore, were not available for direct analysis by gore. H6: conclusion coding updated. It should be noted the gore® tag® thoracic endoprosthesis instructions for use state ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoleak, aortic rupture, and reoperation.¿